Manufacturer narrative:
Device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from a patient¿s right eye due to glare and halo, poor quality vision. Pre-op visual acuity: 20/100; post-op visual acuity: 20/30 +2. An eyehance lens of +8.0 diopter was used as the replacement which the patient is happy with it and doing great. There were no medical or surgical interventions required. There was no patient injury reported. It was indicated that the lens will not be returned as it was not saved. No further information was provided.